Event description:
It was reported to technical services on (B)(6) 2012 that this system will be removed due to erosion. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).